Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: there was no adhesive around the light guide cover, missing adhesive around the forceps cover, missing glue around the pink probe, the adhesive was peeling around the light guide lens and a tiny chip on the objective lens adhesive. A root cause for the reported events could not be identified. Based on the results of the investigation, the most likely cause was also not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the ultrasound gastrovideoscope exhibited no adhesive around the light guide cover, missing adhesive around the forceps cover, missing glue around the pink probe, the adhesive was peeling around the light guide lens and a tiny chip on the objective lens adhesive. There was no patient involvement.